Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the lead dislodged. It was noted that the physician clipped the lead while cutting the sutures to move the lead. The lead was explanted and replace with a new one. No patient complications have been reported as a result of this event.